Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to emit unexplained beeping tones and then displayed a fault code during diagnostic testing. Cpi technical services suggested the ICD be explanted.